Event description:
It has been reported to philips that the allura system would not power on. The system was not in clinical use when this occurred. No harm has been reported to philips. A philips service engineer (fse) inspected the system and found pc mainboard bios battery has low voltage. The fse replaced bios battery and system returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing, it was found that host pc battery was very low. The philips engineer replaced the bios battery. After replacement of bios battery, the system was returned to good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.